Manufacturer narrative:
The sample is in the process of being returned for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain additional information regarding this incident. Date submitted: 30 august 2007.

Event description:
The catheter was inserted into the cephalic vein of a female patient. The catheter had good progression, but during the aspiration, the blood reflux didn't occur. The catheter was removed at this time. The catheter was inserted again into the medium vein with satisfactory progression. During the aspiration, the blood reflux was very slow. The infusion was tested and encountered no resistance. The guidewire was then removed. During the curative, the catheter presented rigidity different from the silicone characteristic. The catheter was removed and a piece of the guidewire had remained in the distal portion of the catheter.